Event description:
It was reported that the patient alert tripped for only one day of high pacing lead impedance. Follow-up indicated they never found out the reason for the high impedance and there was no reprogramming done. They set up the patient with remote monitoring. The patient was recently seen by the cardiologist and the issue had resolved itself. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.